Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air cannot be supplied inside of the scope due to deformation of the venting connector and of the light guide connector. This finding was caused by wrong handling. Upon further inspection, it was observed that the coating on the connecting tube had peeling due to deterioration. It was also observed that the play of the right and left knob was out of the standard value due to a dent on the bending tube. It was observed that the objective lens had discoloration due to chemical stress. It was also observed that the connecting tube had a dent due to physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: light guide connector, eyepiece, control unit, scope cover, grip, angulation lever, up-down plate, universal cord and on the protector of the universal cord on the scope connector side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes bronchofiberscope had a vent metal air leak. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube has peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.